Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the mandrel extended past the l-lock tabs after clip deployment. It was reported that the patient, with mixed mitral regurgitation (mr), underwent a mitraclip procedure. One clip was implanted without issue and the mr was reduced from grade 3-4 to 1-2. The clip delivery system was pulled back into the guide under fluoroscopy. When removing the entire mitraclip system, the mandrel tip showed at the beginning of the guide. The tip was able to be retracted and no patient injury was noted. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported material protrusion could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.